Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. One opened probe was received, without a tip protector, in a bag, for the report. The sample was visually inspected and found to be nonconforming with the probe severely bent at the stiffener and orange/brown foreign material on the port face and welded cap. The sample was then functionally tested for actuation and aspiration. The sample was found to be nonconforming for both functional tests. The probe was disassembled and the components inspected. The degree of wear could not be determined due to the inner cutter broke while trying to extract it from the severely bent needle. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification (rfid) tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The complaint evaluation confirms the probe had an aspiration failure, the evaluation also indicates the probe had an actuation failure. The exact root cause for the aspiration and actuation failures could not be determined from the evaluation performed and further evaluation could not be performed as the inner cutter broke while trying to extract from the bent needle. A potential contributor factor for the observed aspiration and actuation failures is from the bent needle. A bent needle can impede the movement of the cutter shaft and aspiration flow through the probe. The exact root cause of the bent needle and bent inner cutter cannot be determined from this evaluation. The most likely root cause is handling at any point after the probe was shipped from the manufacturing site including during surgery. An exact root cause for the bent needle could not be determined from this evaluation; therefore, no specific action with regard to this complaint was taken by the manufacturing site. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is:(B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
The physician reported that cutter did not aspirate during the cataract/vitrectomy combination surgery. The condition of actuation and cutting was unknown. The surgery was completed after replacing the product with another product. There was no patient harm.